Event description:
The complaint is reported as: "dr was drawing back air into syringe upon insertion into vessel and realised the needle hub was cracked." The doctor did not use a new set instead used the same set to carry out the rest of the procedure. There was no report of injury or consequence to the patient.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "dr was drawing back air into syringe upon insertion into vessel and realised the needle hub was cracked." The doctor did not use a new set instead used the same set to carry out the rest of the procedure. There was no report of injury or consequence to the patient.